Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 3006705815-2020-01932. Related manufacturer report 3006705815-2020-01933. It was reported that patient experienced ineffective stimulation. As a result, the device system was explanted. The explant date is an estimated date as an exact explant date was not provided. There were no complications during the procedure. Patient was stable.